Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited increased impedance and r-wave amp variation. The patient presented in clinic on (B)(6) 2019. Upon interrogation, the lead was noted with increased capture threshold. The physician did not alleged any malfunction on the lead that would cause the increased capture threshold. The device was reprogrammed. The patient was asymptomatic and stable and would be monitored.